Event description:
On (B)(6) 2025 the caregiver reported persistent hyperglycemia since (B)(6) with blood glucose (bg) of 350 mg/dl. The user performed a factory reset, completed setup with the correct body weight, and continued insulin pump therapy; on (B)(6) 2025 bg was 152 mg/dl. No hospitalization or medical intervention was reported and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed. H6. Component code 4755 - no malfunction occurred with device. User error - incorrect settings for patient weight.